Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2020 , wherein the leads were explanted and replaced with a paddle lead. Effective therapy was restored post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-04991. It was reported that the patient was experiencing uncomfortable stimulation. X-rays to confirm that part of the leads were not in the epidural space. In turn, surgical intervention may occur at a later time.